Manufacturer narrative:
(B)(4). The analysis results confirmed that device (a and b) were returned sterile and in good visual condition and fully functional. When tested for functionality each device fired and formed all the staples as intended. Each device fired without any difficulties and the staples were note to have the proper box shape. Batch records were reviewed and no anomalies related to the event were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips did not close at all. Many instruments were used. It is unknown how the procedure was completed. There were no adverse consequences for the patient.